Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014 the patient contacted animas alleging that on an unknown date about a year ago, the pump stopped working. The patient stated that she was unable to get the pump to work for about two weeks, but then she was finally able to get it working and it worked fine up until about a month ago. The patient was a poor historian and could not recall if the power issue contributed to an adverse event or not. The patient denied any damage to the battery compartment or battery cap, but noted that the battery cap had never been changed. Customer technical support reviewed the alarm history with the patient and found no associated alarms. No additional information was provided. This complaint is being reported based on the allegation that the pump lost power and may have contributed to an adverse event.